Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had intermittent fast stop error occurring. This error can cause the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.